Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the ok keypad button had an intermittent response and required multiple presses to elicit a response. It was reported that the up arrow and down arrow may also have responsiveness issues. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow was intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.